Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient called stating that he felt that the wires from the electrodes had caused a burn mark on his neck. The patient gave a lot of conflicting information as to how long he had been wearing them, hour wise. At first, he stated he was wearing them for days at a time, then later stated that he changes them daily. He stated that this occurred while he was sleeping, and he woke up with marks on his neck and noticed when he went to change the electrodes. He also stated that this was causing severe pain, but then he stated that he basically has numbness from his neck down, and that's why he did not feel anything when he was sleeping. The patient has discontinued use of the unit.

Event description:
It was reported by the sales rep that the patient called stating that he felt that the wires from the electrodes had caused a burn mark on his neck. The patient gave a lot of conflicting information as to how long he had been wearing them, hour wise. At first, he stated he was wearing them for days at a time, then later stated that he changes them daily. He stated that this occurred while he was sleeping, and he woke up with marks on his neck and noticed when he went to change the electrodes. He also stated that this was causing severe pain, but then he stated that he basically has numbness from his neck down, and that's why he did not feel anything when he was sleeping. The patient has discontinued use of the unit. No additional patient consequences have been reported. 72r electrodes were not returned for evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.